Event description:
On (B)(6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultramini meter had been reading inaccurately since (B)(6). The pt was unwilling to troubleshoot the alleged issue and provided limited information. The pt manages her diabetes with lantus and humalog insulin based on her blood glucose levels. The pt did not provide any specific meter readings. However, the pt claimed that as a result of the alleged issue, she was taking either too much or too little insulin. Due to the alleged issue, the pt also claimed that she developed symptoms of shakiness, lightheadedness, and feeling jumpy. The pt denied that she received treatment because of the alleged issue. The pt also denied that her blood glucose was tested on another device during the time of concern. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.